Event description:
The user facility reported leakage from the centrifugal pump during priming, however it did not necessitate a change out. Leakage was further noted during the cardiopulmonary procedure. Add'l event specific info was not available.